Event description:
The customer's son called to report button error alarms. Troubleshooting was performed. Found that no buttons were pressed and the insulin pump was exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.